Manufacturer narrative:
Additional information: the screw was not returned for evaluation so no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw would not assemble to the mating extender sleeves during surgery. The procedure was completed using an alternative screw. There were no reports of patient injury associated with this event.